Event description:
Rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a c-flex aspheric 970c intraocular lens (iol). The event description provided states that the healthcare facility was not able to implant the iol. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00007. MFR ref number 9611165-2014-00007.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the c-flex aspheric 970c iol batch 013e4438 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (january 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).